Manufacturer narrative:
Product event summary: subsequently, the device was returned and analyzed and an issue was noted with the integrated circuit, however analysis was inconclusive. The actual amplitude measured on oscilloscope as only about 1/10th of the programmed value, thus confirming the report of anomalous pacing output amplitude. The negative voltage supplies were noted to be at anomalous levels and high current drain was noted as well. The negative supplies and high current drain were isolated to the l409 integrated circuit, a component within the stacked chip scale package component.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed 11 non-sustained tachycardia (nst) episodes, 2 ventricular fibrillation episodes, and 5 lead failure predictor episodes of less than 220 milliseconds v-v cycle recorded on (B)(4) 2013. The ventricular sensing integrity counter (v-sic) was 188 since (B)(4) 2013 and a lead integrity alert was triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. (B)(4).

Event description:
It was reported that the device triggered a lead integrity alert for increasing sensing integrity counter (sic) and non-sustained tachycardia (nst) episodes. The electrogram showed no intrinsic rhythm on either channel; only noise was seen. In-office follow-up revealed stable lead impedances with no device sensing or capturing on either channel and it was determined that the device might be damaged. The device was explanted and replaced. No patient complications have been reported as a result of this event.